Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The pacemaker remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The pacemaker remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.